Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue sureform 60 reload was analyzed and the primary failure of lodge staples is related to the customer related complaint. Upon visual inspection, the reload was returned fully fired. There was cartridge damage observed near the distal end. There was no missing material from the cartridge damage. The reload was disassembled in-house and there were no pusher or blade damages observed. A review of logs could not be performed since no sureform information was provided. Additional observation related to the customer reported complaint: the reload was found to have a lodged malformed staple stuck in the knife track at the distal end of the reload, likely causing the cartridge damage. The staple was removed successfully. The instrument was transferred to advanced failure analysis. Visual inspection showed a small indentation in the cutting edge of the knife, at approximately the midpoint. Damage to knife is likely user related, such as firing across a staple line or other obstruction. Lodged staple in the knife track is also likely user related, with same reasons of firing across a staple line.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the stapler sureform 60 instrument fired 3 times and began producing a failure to engage error message on the screen. Customer tried a second sureform 60 but it would not engage for use; however, the video cart displayed "12/12 uses remaining". Sterile staff tried reseating the first drape with both staplers, and then changed to another drape, and also tried both staplers, but the error still persisted. Customer then swapped to an endowrist 45 stapler and was able to complete the case with no patient harm.